Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).   No sample and/or lot number were provided. Further investigation of the complaint is not possible.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that during administering atezolizumab, the product leaked. The product leaked from the filter. It should be noted that the customer indicated a catalog # of 363421 but this device does not contain a filter. As such, the actual catalog # is unknown at this time. No injury reported.